Event description:
Event description guidant received information that at the implant procedure for this pacemaker, the device checked out fine with the psa, the leads were inserted into the header and there was no pacing. The setscrews were tightened, the device paced for 3 beats, with capture, and then went to no output. Lead impedance measurements were greater than 2500 ohms in both the atrial and ventricular leads. There were atrial pace and ventricular pace markers, but no capture at the maximum output. The leads were taken out of the header of the pacemaker and retested four times, each time reinserted into the header with no capture. The device was in the bipolar configuration mode. The device was removed, replaced and returned for analysis. This device is not included in an advisory/recall.